Event description:
The patient underwent vns explant. The suspect device has not been received by the manufacturer to date.

Event description:
Additional information was received that device was discarded following explant. No additional information has been received to date.

Event description:
Information was received from the physician that the patient had not had any significant trauma or injury to the area of the device, that x-rays were being performed and they will be sent, and that the patient has been referred for lead revision to a new surgeon. No x-rays have been reviewed to date. No additional relevant information has been received to date.

Event description:
A report was received that a patient was complaining about painful stimulation in their neck, jaw, and teeth. Diagnostics revealed the patient's device had high impedance. The patient's device has been programmed off. The patient has not be referred for x-rays or replacement. Device history records were reviewed for the generator and lead, and both passed all functional specifications and quality tests and were sterilized prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.